Manufacturer narrative:
No further information is available on the product at this time. The device was not returned for evaluation. However if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a light shield was discovered with a crack in the product. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).